Event description:
A report received from the USA stated that the device was found to have exposed wires. The device was not being used in surgery. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes. The reported problem of exposed wires was confirmed upon evaluation. The device passed all other tests and specifications. If additional information is received, a supplemental MDR will be sent. (B)(4).